Manufacturer narrative:
The complaint device is not available for a physical evaluation. The image provided reveals that the anchor is migrated. There is no further information available to determine a root cause for this failure. From the complaint history, it seems that this failure is an anomaly and an isolated incident. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
The patient was operated two months ago due to a rupture of lpaa (ligament peroneus previous) with an anchor gii at (B)(6) clinic. A week ago, the patient returned to the doctor complaining about much pain in the operative area during movements. To monitor the event, it was requested an x-ray exam which evidenced the detachment of anchor gii placed in the area. Please, see in the email a image of the event. Patient conditions: she is stable and is under therapy. The device is implanted in the patient. Sent email to medical safety (B)(6) 2016. Received additional information from the affiliate via email on 6-3-2016 this was an ankle procedure. The failure besides the patient's pain was lost of anchor fixation. Post operation control and assessment of the patient, in case of ankle's instability the patient will need surgery to reconstruct the ligament.